Event description:
On 2nd march, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 700. Initially it was stated the corrosion occured on the spring arm. On 27th march, 2023 getinge technician provided new information and photographic evidence after conversation with the customer. It was found the paint was peeling from fork and spring arm and the label was chipping off. The second cupola of this light configuration - powerled 300, was also affected by paint peeling from the spring arm and fork. The issues were solved by replacing the parts. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and d4 brand name, catalog #, model# and serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd march, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion occured on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 2nd march, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 700. Initially it was stated the corrosion occured on the spring arm. On 27th march, 2023 getinge technician provided new information and photographic evidence after conversation with the customer. It was found the paint was peeling from fork and spring arm and the label was chipping off. The second cupola of this light configuration - powerled 300, was also affected by paint peeling from the spring arm and fork. The issues were solved by replacing the parts. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d4 brand name: powerled 700 corrected d4 brand name: powerled 700/300 previous d4 catalog #: ard568370935 corrected d4 catalog #: ard568370935/ard56833093 previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Getinge became aware of an issue with one of surgical lights ¿ powerled 700. Initially it was stated the corrosion occured on the spring arm. On 27th march, 2023 getinge technician provided new information and photographic evidence after conversation with the customer. It was found the paint was peeling from fork and spring arm and the label was chipping off. The second cupola of this light configuration - powerled 300, was also affected by paint peeling from the spring arm and fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician the issues were solved by replacing the following parts: powerled 700: spring arm osp fc3 120-200nm (ard568301899) powerled 300: spring arm a2 fc3 95-176nm (ard567801121) the device function check has been carried out successfully, the device is operational. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since rust occurred, paint was peeling and the label was chipping off, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling is moderate, for torn or missing label is low and for rust occurrence is moderate. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 2nd march, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion occured on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.